Event description:
The reporter stated the surgeon inserted a micl 12.1mm implantable collamer lens. After insertion, noticed the lens was torn. The lens was removed with no patient injury.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned product found small piece of haptic torn off and missing. There was evidence of reddish residue on lens surface. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. (B)(4).